Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead was positioned in the right ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the introducer was very soft and did not give good support. It was further reported that it was not easy to manipulate the pacing lead that passed through the introducer. It was also reported that the introducer was damaged, crushed and perforated. The introducer was replaced. The pacing lead remains in use. No patient complications have been reported as a result of this event.